Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer resumed insulin delivery. The customer's blood glucose (bg) level was 350 mg/dl. A correction bolus was delivered and the bg returned to target level. No further occlusion alarms were received.